Event description:
It was reported that there was no alleged issue at the time of intake. It was reported that there was no patient involvement. Additional information was received stating that detached bearings were found during evaluation.

Manufacturer narrative:
H3: product analysis: evaluation determined that the device with not possible to insert a burr into the attachment. The likely cause of the failure was identified as detached bearings. It was also noted that the laser markings and color band were illegible and faded. This regulatory report is being submitted due to retrospective review through CAPA 672570. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.